Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was detected in the balloon lumen, which prevented the normal cryoablation process. Visual inspection confirmed blood inside the gas line connected to the tail end of the balloon. Residual liquid blood within the folds of the balloon could not be completely removed. The balloon was replaced, and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Received binary files were analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 5 applications were performed using catheter number 1 identified as 2af283/24119-004. The patient file also showed 4 applications were performed using catheter number 2 identified as 2af283/24119-019. The patient file did not show any system notice on the reported date of the event. Three image files were received for analysis. The first image showed blood inside the balloon of the balloon catheter. The second image showed blood inside the coaxial connector of balloon of the catheter. The third image showed system notice 50006 (the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled) on the consoles screen. In conclusion, the reported system notice and visible blood were observed through data analysis. The 2af283 arctic front advance catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.